Event description:
As reported, during a procedure involving dilation of a pre-thrombotic, stenosed brachio-brachial arteriovenous fistula in the left arm, an advance 18 lp low profile balloon catheter separated. An unknown sheath and wire were used during the procedure. After dilation of the resistant stenosis, the complaint device reportedly became stuck in the patient. The balloon and catheter then separated as the physician pulled on the device. Several attempts were made to retrieve the separated fragment ,using two "lassos"; however, the device was unable to be retrieved, leaving approximately ten centimeters of the device in the patient's arm. The fistula thrombosed, and per the user, since blood is no longer circulating through the fistula, the separated fragment will not migrate. A dialysis catheter was placed on the right side to care for the patient. It has also been reported that a new fistula was created in the right arm. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information has been requested.

Manufacturer narrative:
E1: customer name and address: phone: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a procedure involving dilation of a pre-thrombotic, stenosed brachio-brachial arteriovenous fistula in the left arm, an advance 18 lp low profile balloon catheter separated. An unknown sheath and wire were used during the procedure. After dilation of the resistant stenosis, the complaint device reportedly became stuck in the patient. The balloon and catheter then separated as the physician pulled on the device. Several attempts were made to retrieve the separated fragment, using two "lassos"; however, the device was unable to be retrieved, leaving approximately ten centimeters of the device in the patient's arm. The fistula thrombosed, and per the user, since blood is no longer circulating through the fistula, the separated fragment will not migrate. A dialysis catheter was placed on the right side to care for the patient. It has also been reported that a new fistula was created in the right arm. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The distal tip of the balloon catheter was missing. The balloon material was still present at the end of the remaining catheter; however, there was no catheter material remaining under the balloon material. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The product IFU states ¿if resistance is met during withdrawal, apply negative pressure with a larger syringe before proceeding. If resistance continues, remove balloon and sheath as a unit.¿ the information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that the patient¿s anatomy and condition contributed to this event. The fistula was pre-thrombotic and stenosed, and resistance was encountered upon inflation of the balloon. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.